Event description:
This event was captured based on literature review of the article: comparison of zotarolimus-eluting stent and everolimuseluting stent for vascular healing response: serial 3-month and 12-month optical coherence tomography study. This is a prospective study to compare the neointimal response between zotarolimus-eluting stents (zes) and everolimus-eluting stents (ees) at 3 and 12 months using serial optical coherence tomography examinations. Sixty patients who underwent follow-up optical coherence tomography (36 xience stents) were included. Neointimal coverage and malapposition were evaluated using a strut-based analysis at both 3 and 12 months. Neointimal hyperplasia area and thrombus were assessed. Clinical outcomes were as follows: malappostion at 3 months: 2.2%; thrombus at 3 months: 1.3%; malappostion at 12 months: 0.65%; thrombus at 12 months 1.9%. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event estimated as date of publication ((B)(6) 2013). Date of implant estimated as one year prior to publication ((B)(6) 2012). Patient age estimated as (B)(6). Patient gender estimated as male. The device issue referenced in being filed under a separate medwatch report #. There were no reported product deficiencies. The reported patient effect of thrombosis is listed in the xience v / xience nano everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency. (B)(4).